Manufacturer narrative:
Findings: unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 153 mg/dl at the time of the incident. It was reported that the insulin pump had a scratched screen that made the it unreadable. It was reported that the insulin pump was also dropped on the flood. A replacement will be sent. The insulin pump will be returned for analysis.